Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. There were no button error alarms on the insulin pump. There were no traces of moisture at the electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at the display window corners, cracked display window and cracked battery tube threads. The insulin pump was received with broken belt clip slot, minor scratches on the lcd window and stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised the device fell into water while they were washing their hands in the sink. Customer advised the buttons are unresponsive and they received button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.